Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic, back pain, gen, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- psych injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding"), post procedural complication ("post removal complications") and psychological trauma ("psych injury"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved and the post procedural complication and psychological trauma outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain, post procedural complication and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic, back pain, gen, abnormal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications"). The patient was treated with surgery (surgical removal of coils). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, back pain and genital haemorrhage had resolved and the post procedural complication outcome was unknown. The reporter considered back pain, genital haemorrhage, pelvic pain and post procedural complication to be related to essure. The reporter commented: patient received treatment for pelvic, back pain, gen, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received : previously reported event " injury to herself" updated to "chronic pelvic pain", events- "back pain, gen. Abnormal bleeding, post removal complications" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.